Event description:
Customer reported "when she removed her pod there was a raised, pink spot at insertion site [and] within 24 hours the area had become very inflamed, bright red and hard with pus." She called her hcp and was prescribed to use an antibiotic cream for "a few days." Customer reported that "the area is looking better." We do not expect the pod to be returned for eval.

Manufacturer narrative:
The device was discarded and therefore unavailable for eval. We are unable to determine if any product condition contributed to the pt's infection. No product lot number was reported, so a review of lot qualification (including sterilization) records was not possible. The omnipod's user guide warns "to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water, and keep sterile materials away from any possible germs," and caution "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider." It further advises to, "at least once a day, use the pods' viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge, or heat."